Event description:
It was reported to nova biomedical that a consumer received a result of 449 mg/dl on their blood glucose meter. The consumer contacted her doctor, and on the advice of her physician, the consumer went to the hospital. An hour later, while in the emergency room, her blood glucose reading on the hospital's unknown brand meter was 239 mg/dl. During the call to customer support, it was revealed that the consumer has never performed a control solution test on test strips to check their integrity before use as instructed in our directions for use. This is being reported as an adverse event under the FDA medwatch regulations. The consumer has discarded the test strips used in this event. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.